Event description:
Reporter alleged blood glucose measured 81 mg/dl back to back with a result of 217 mg/dl performed within minutes of each other. It was reported customer made an appointment to see the doctor and the doctor changed medication type due to high readings on the meter. Reporter stated there were no adverse effects due to the medication change. A request was made for the return of the suspect device and replacement product was sent.